Event description:
This spontaneous report of a non-serious, unlabeled event (broken capillaries) is being submitted as a 10-day report. A physician reported that a female patient received injections of restylane injectable gel (injectable dermal filler) into the nasolabial folds (0.25 ml per fold) and tear troughs (0.25 ml each side) bilaterally in 2007. No anesthetic was administered pre-procedure, and no additional procedures were performed at the time of restylane treatment. Medical history included previous restylane injections two times in 2006 at the same injection sites. The patient was not taking concomitant medications. In 2007, within 15 minutes of injection, the patient developed swelling (injections site swelling) of the right side of her face which extended from her lower right eyelid to her lips. Thirty minutes post-injection, a diffuse bluish hue on the right side of the patient's face, described as "almost like a bruise," appeared. Three days later, the patient was examined by her physician, who noted that the bluish hue had resolved. At that time, the physician noted a 2-cm x 3-cm area of white papules (injection site papule) on the patient's right middle cheek; erythema (injection site erythema) and inflammation (injection site inflammation) were also noted in the same area. On an unspecified date, the physician noted mottling in the affected area. The patient was treated with zithromax (azithromycin) and topical neosporin (neomycin/polymyxin b/bacitracin). On the next day, the physician re-evaluated the patient and noted that the affected area was smaller in size, but appeared to have "coalesced" "into a boil, a large pimple" (injection site pustule) with no associated pain. On examination eight days later, the physician noted that the swelling had improved "significantly," although some swelling and erythema persisted. On examination the following month, the physician noted resolution of the patient's symptoms; however, "little blood vessels" under the skin were noticeable. Three weeks later, the physician reported that an area of broken capillaries (capillary disorder) persisted. The physician assessed the event as venous occlusion (injection site ischaemia.) The restylane lot number was reported as 8137 with an expiration date of 8/2009.